Event description:
Caller reported a cgm error but did not experience any adverse impact to blood glucose levels. After receiving assistance from customer technical support, caller performed a pump reset successfully and was able to start their sensor session without encountering the error again. No additional information was provided regarding the customer¿s outcome beyond the successful resolution of the cgm error.